Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue; the outputs from the unit were verified through a full range of settings. It was also found that the upper case was broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output. The unit was tested by a hospital biomedical engineer, and the issue could not be reproduced. Subsequently, there was a second report of no output from the epg. The unit has been returned to the manufacturer for repair. No patient complications have been reported as a result of this event.